Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The lot specific to this event is not known. Therefore, lot history and device history record (DHR) reviews are not possible. A sample was not received to date for this complaint report; visual inspection or functional testing could not be conducted. It is not clear from the customer report if the occlusion advisories were generated from the fluid management system (fms) cassette. The root cause of the customer's complaint could not be established, as a sample has not been received. Without a sample, it is not possible to isolate the root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing multiple occlusion advisories.